Manufacturer narrative:
Additional information in h6: component, investigation type, findings, and conclusions. Inspection: the device was not returned for evaluation and images were not provided. DHR review: the device was not returned and the lot number was not reported, therefore a DHR is unable to be located for review. Potential root cause: a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to unknow patient or surgical factors. Device usage: this device is used for treatment. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report.

Event description:
It was reported that a revision surgery was performed to remove two roi-c implants after the patient had pain associated with pseudarthrosis. This is report one of four for this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3004788213-2023-00059.

Event description:
It was reported that a revision surgery was performed to remove two roi-c implants after the patient had pain associated with pseudarthrosis. This is report one of four for this event.